Event description:
It was reported that the patient had a "staph infection" at the pump site and "is on medication to fight the infection since he had the new pump implanted." About three weeks after the pump implant, the patient experienced nausea and lightheadedness. It was also reported that the patient couldn't stay awake and was lethargic. The report indicated that the patient hadn't done anything differently to cause this. No falls, MRI or procedure reported. The pump was used to deliver baclofen. The report indicates that the patient was recovering.

Manufacturer narrative:
.